Manufacturer narrative:
End user states possible cause of 360 degree rotation as pivot support pin shearing.

Event description:
End user reported that light rotated past pivot stop resulting in light tipping over. Light reported to have fallen and hitting an incubator. Lights were reported as being able to rotate 360 degrees.